Manufacturer narrative:
The product was requested for investigation, however, the strips are no longer available to be returned. Therefore, no product is expected to be returned for this case. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4)(for 2 patients) compared to a laboratory result using a stago analyzer with neoplastin reagent. Patient 1 the meter result was 3.5 inr and the laboratory result was 2.6 inr. The results were obtained within 4 hours. The therapeutic range for patient 1 was not provided. Patient 2: on (B)(6) 2022 the meter result was 3.5 inr and the laboratory result was 2.5 inr. The results were obtained within 4 hours. On (B)(6) 2022 the meter result was 4.2 inr and the laboratory result was 2.9 inr. The results were obtained within 4 hours. The therapeutic range for patient 2 is 2-3 inr.